Event description:
The pump was returned for investigation. Investigation found a dim/discolored display and button had tactile issue with contamination under the keypad button contacts. This report is made based on the results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up to a dim display screen with reddish tint to the text. The keypad cover was peeling. The ¿ok¿ button responded intermittently and removal of the button cover found contamination under the ¿ok¿ button contacts. (B)(6).